Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right ventricular (rv) and right atrial (ra) leads exhibited a rise in thresholds. It was noted that the leads had both lost slack, and the physician determined that they had not been tied down tightly enough. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.